Event description:
Procedure type: unk. Reportedly, the blue tip of the versaport v2 5mm trocar came off inside the abdominal cavity. It was retrieved without any harm to the patient. No patient injury reported.